Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. The device was returned for evaluation. Functional testing was performed and there were no leaks or ruptures noted. The balloon was able to be completely deflated within the acceptable time specification. The complaint investigation is unconfirmed, as the device performed as intended and met all specifications under laboratory conditions. It is unknown whether pt and/or procedural issues contributed to the event.

Event description:
It was reported that the pta balloon would not deflate after the third inflation at nominal pressure in the right sfa. The balloon was inflated to a pressure above rbp until the balloon ruptured, and the device was retracted through the introducer sheath without incident. There was no reported pt injury.